Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was inadvertently disabled due to magnet exposure. The patient was unable to identify any possible magnet sources that may have contributed to this occurrence.